Event description:
The customer reported that while the unit was in use on a pt, the unit displayed an error code #120 (monitor/keypad cpu failure). The pt was switched to another unit and therapy was continued. No pt injury was reported.